Event description:
The customer reported on (B)(6) 2020, a suspected false (incorrect) negative result from a rapid result covid test system on #2 of the 3 patients (1 was asymptomatic and 2 were symptomatic). This patient was symptomatic. The customer stated that they purchased the test to use as part of their pre-operative clearance for elective surgeries. The customer administered a pcr test afterward (on the same day as the antigen test) and obtained a positive result (date of test and CT values not provided). Access bio followed up three times on january 4, 2021 and december 15 and 20, 2021 to better understand the facts and circumstances for the tests. The customer reported successfully performing the quality control steps as instructed on the IFU before using the test. The customer reported that the tests were conducted by their employees and good samples were obtained. No adverse patient effects were reported.

Manufacturer narrative:
The subject of this report is the #2 of the 3 patients that the user facility reported having a false negative test result on (B)(6) 2020. With respect to tests against symptomatic patients that yielded false negative results, the information provided by the customer did not indicate use error. However, the customer might not correctly follow the instructions for use (IFU) such as: 1. Inadequate sample collection. 2. Interpreting results before 10 minutes. 3. Excessive buffer application to sample well of the test device. 4. Not performing test immediately after opening the test device in the pouch. 5. 6.25% of false negative results are expected based on performance characteristics claimed for this test (93.75% ppa). Moreover, the patient might take high doses of biotin or test outside of the first 5 days of symptom onset. Lastly, the pcr test that the customer performed might yield false positive results. In the absence of information from the customer, it would be difficult to rule out the potential root causes identified above. This product lot continues to demonstrate field performance within the specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.